Manufacturer narrative:
On 9/18/19, the suspected medical device was returned for evaluation. On 10/10/19, the investigation on the suspected medical device was completed. Investigation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During evaluation of the sample, it was observed to be intact. Leak testing was performed, and it revealed a leakage at the anterior view. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no correction will be taken at this time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 375cc mentor smooth round moderate plus profile, catalog #: 3502375, serial #:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate plus profile saline implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent removal on (B)(6) 2019.